Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date in (B)(6) 2012, the patient had a procedure to treat a tibial plateau fracture. The patient was implanted with a plate and 10 screws. Following this procedure the patient was scheduled to have anterior cruciate ligament reconstruction surgery and to remove a screw. On (B)(6) 2012, the patient underwent acl surgery and the surgeon attempted to remove one screw from the previous procedure however during removal of one of the screws the tip of the screwdriver shaft broke off in the head of the screw. Reportedly the screws did not revolve and the surgeon held the screw during removal. The surgeon was able to remove the screw utilizing a carbide drill bit. Three additional screws were also removed during this procedure. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.